Manufacturer narrative:
(B)(4). Date sent: 8/16/2021. D4: batch # v9406r . Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. The jaws were examined and no anomalies were noted. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed four conforming clips. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is meant by "scissoring occurred?" Did the device jaws cross? Or did the clips scissor? The clip was formed in the scissor shape.

Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred at the first firing. The device was used on the blood vessel. It was later confirmed that the clip was formed in the scissor shape. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.